Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and records that a 23mm 11500a aortic valve was explanted after an implant duration of 5 years, 11 months due to endocarditis (streptococcus pasteurianus). The explanted device was replaced with a 23mm 11500a aortic valve. The patient was in recovery post procedure. Per pathology, explanted valve had a possible area of vegetation on two valve cusps connecting at the commissure. Valve tested positive for streptococcus pasteurianus.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 5 years, 11 months due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. The patient was in recovery post procedure.